Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/21/2014 with the following findings: the pump powers with returned battery cap. Battery cap is able to fully tighten however "coin slot" on top of battery cap is stripped. A power loss was not observed. Battery compartment intact. The current draws within specifications. The pump case was removed and disassembled, evidence of moisture contamination inside pump, on negative battery terminal and on outside of battery compartment. Reference voltage and battery signal voltage measures with specifications. One eaw 052 alarm observed in bb on 4/13/2014 followed by a high vp of 255 on 4/13/2014. A eaw 054 alarm followed on 4/14/2014.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.